Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had fallen out of the patient's body with a deflated balloon on the 15th day of use.

Event description:
It was reported that the catheter had fallen out of the patient's body with a deflated balloon on the 15th day of use.

Manufacturer narrative:
The reported issue (it was reported that the catheter had fallen out of the patient's body with a deflated balloon on the 15 day of use) was confirmed, as cause unknown. In the visual evaluation no defects along of the catheter were found. During functional evaluation the balloon was inflated 15cc of air using a syringe and it was deflated. After, the catheter balloon was inflated with 10ml of a mix of tap water and blue methylene using a syringe it deflated due to a balloon pin-hole. The balloon active length was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use."